Event description:
The customer reported the images displayed are black, and if the c-arm is moved the images are restored. No patient injury was reported.

Manufacturer narrative:
A ge rep evaluated the system and replaced the high voltage cable. System operates as intended. (B)(4).